Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have blood pressure measurement ("I no longer am taking blood pressure medication") and weight decreased ("I've already llost over 10 pounds, I lost a total of 25 lbs") and experienced procedural pain ("surgical aches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased and procedural pain outcome was unknown and the blood pressure measurement had resolved. The reporter considered blood pressure measurement, medical device removal, procedural pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have blood pressure measurement ("I no longer am taking blood pressure medication") and weight decreased ("I've already lost over 10 pounds, I lost a total of 25 lbs") and experienced procedural pain ("surgical aches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased and procedural pain outcome was unknown and the blood pressure measurement had resolved. The reporter considered blood pressure measurement, medical device removal, procedural pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.